Event description:
Certified clinical hemodialysis technicians (ccht) was setting up b. Braun dialysis machine with streamline airless system set when it was noted the venous chamber was missing aspirate line to give medications, remove air, catch air before it enters venous line to patient (no line, no clamp). Lot # 0061877860, expiration date 2026-03-08. Line removed and saved.